Manufacturer narrative:
Replacement was sent to the customer. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached and the electronic components were accessible. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.50 vdc. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across ac blades measured as 54.4 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer svc that the transformer housing for her pump in style advanced breast pump backpack was damaged with no breach present. During qe eval on (B)(6) 2014, tech observed that the transformer was damaged with electrical circuits accessible, which is a breach and a safety risk.